Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00306, 00307.

Event description:
Allegedly dynasty liner became unlocked and rotated. Please check if there was a defect in liner or if it became dislodged due to a patient mal-positioning issue. Very active farmer/rancher.